Event description:
During review of programming history, it was noted that a faulted system diagnostic test occurred on (B)(6) 2009 that caused an unintended change in patient settings. No adverse events have been reported as a result of the change in settings

Manufacturer narrative:
Review of programming history.